Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's system controller would randomly beep only when the battery status on the batteries reached 3 bars. The batteries were checked and found to be properly rotated and calibrated when prompted. The system controller was exchanged with another system controller and the issue was resolved.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the reported event was confirmed during analysis. The white and black power leads were found to have compromised wires at the connector ends. Movement of the white and black power leads at the connector ends resulted in "power cable disconnect" and "hazardous low battery" alarms while tethered to a test power module. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001/c) was sent to customers. No further info is available. The MFR is closing its file on this event.